Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2012 and mesh was used. The patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4): it was reported that post implantation the patient experienced recurrence of stress urinary incontinence, erosion of mesh, dyspareunia and abdominal pain.(B)(4).

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted on (B)(6) 2012 in order to treat anatomic stress urinary incontinence. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.